Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. This was the second capsule attempted for this pt. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.